Event description:
It was reported that the patient experienced ineffective therapy and was unable to enter MRI mode due to a low impedance issue. CT imaging revealed that both leads had migrated. The patient reported falling approximately one month prior. Surgical intervention may take place in the future to address the issue.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not received.

Event description:
Additional information received indicates surgical intervention was undertaken on (B)(6) 2025 wherein the system was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.